Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-tulip. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 16 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip® filter (lot # e3337102) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast after filter placement. Filter legs did appear outside the column of contrast after placement. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 15.7 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 5.6 degrees. On (B)(6) 2016, post-procedure x-ray, (same day as procedure): site: filter tilt was < 6 degrees. Analysis: the angle of filter tilt in the ap view was 18 degrees and 18.5 degrees in the lat view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-jug-tulip. (B)(4). Summary of investigational findings: investigation is based on event description and review of provided imaging. Filter tilt is confirmed based on provided imaging. The imaging review demonstrates significant tilt (>16deg) in reference to the l3 vertebral body but insignificant tilt (<16deg) in reference to l2. Furthermore, at least one primary leg extends into the ostium of the renal vein and extends <3mm outside the column of contrast within the ivc - so it meets the definition of penetration. There was also minimal extension of one primary leg into the ostium of the lumbar vein, which did not meet the definition of penetration. The presence of the lumbar vein at the area where the primary filter foot was deployed as well as the curvature of the ivc at least partially contributed to the extension of this primary filter leg into the lumbar vein and its progressive appearance over time. After the filter was retrieved a small amount of contrast was seen extending into the lumbar vein, without definite evidence of extravasation. There was mild stenosis at the previous level of the ivc filter feet following retrieval, which was likely due to spasm. Based on the information provided, the root cause cannot be determined. However, filter tilt as well as filter perforation of ivc are known risks in relation to filter implant reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 16 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip filter (lot # e3337102) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast after filter placement. Filter legs did appear outside the column of contrast after placement. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 15.7 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 5.6 degrees. On (B)(6) 2016, post-procedure x-ray, (same day as procedure): site: filter tilt was < 6 degrees. Analysis: the angle of filter tilt in the ap view was 18 degrees and 18.5 degrees in the lat view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.